Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was sliced at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed kinked electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly experienced poor performance. Programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted.